Event description:
Wedge resection. Plc55 was loaded with slcr55g and calibrated. Unit opened/closed without difficulty. Pc displayed "firing complete". Unit partially cut and jammed in the tissue. Unit was able to be opened without difficulty. However, the staples weren't completely formed. Applied another device to complete the procedure.